Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone. A completed questionnaire was not received. (B)(4).

Event description:
A patient's husband reported that his wife received a defective lens during an intraocular lens (iol) implant procedure that caused much stress and damage. The lens remains implanted.